Event description:
It was reported that the catheter was placed for routine obstetric use. During removal, the catheter stretched and then separated, between the 6cm and 7cm markings. The indwelling distal portion of the catheter will not be removed. There were no further complications.